Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the last check up appointment was held in (B)(6) 2010. At this point, everything was normal and mcl's were set by esrt. Recently, the clinic was visited to complain that the pt is not developing any speech. On this occasion testing was carried out and it was found to be abnormal. He has now been provided with a 4 electrode fitting map. An accident or trauma is not known.